Manufacturer narrative:
Event date corrected from (B)(6) 2019 to (B)(6) 2018.

Event description:
Reprise iii study. It was reported that moderate paravalvular aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve into the proper anatomical location two days later, the subject was discharged on aspirin and clopidogrel. Post procedure summary: 1537 days post index procedure, during the protocol specified 48-month follow-up visit, transthoracic echocardiogram(tte) revealed mean aortic pressure gradient of 25 mm hg with 75 % ejection fraction and moderate aortic regurgitation. The event was treated medically. No patient complications were noted, the event was considered resolving. It was further reported that: 1067 days post index procedure (prior to 36-month visit), echocardiogram revealed aortic valve area of 1.1 cm2, transvalvular gradient of 59 mmhg and with decreased cusp excursion, and moderate aortic regurgitation was noted.

Event description:
(B)(6) study: it was reported that moderate paravalvular aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve into the proper anatomical location two days later, the subject was discharged on aspirin and clopidogrel. Post procedure summary: 1537 days post index procedure, during the protocol specified 48-month follow-up visit, transthoracic echocardiogram(tte) revealed mean aortic pressure gradient of 25 mm hg with 75 % ejection fraction and moderate aortic regurgitation. The event was treated medically. No patient complications were noted, the event was considered resolving.